Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the cardiac arrhythmia planned treatment procedure was performed when the issue happened, and the procedure got delayed less than 20 minutes and it was completed by restarting the system. A philips filed service engineer (fse) conducted a site visit and identified geometry movements were partly unavailable. Upon troubleshooting, fse determined longitudinal movement issue. Adjusted propeller, motor, cleaner, belt or encoder, and sensor. To resolve the problem, fse removed plugs on l-arm and reconnected to power supplies and motor controllers. After that the user was shown to have to do a geometric reset. After that the system was returned to use in good working condition. At the time this complaint was received, philips did not have enough information to exclude the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, it was identified that the issue did not affect the procedure, which has led to the determination that this is scenario is not likely to cause or contribute to death or serious injury if it were to recur. The issue had occurred, but procedure was successfully completed by restarting the system. If a loss of the rotational stand or c-arc movement occurs during a procedure, a warm restart or a cold restart may be performed in an attempt to resolve the issue. By using these mitigations provided by the design of the device, the loss of rotational movement issue may resolve, allowing for continuation and completion of the procedure. Therefore, if the loss of motorized rotational or angulation movement is restored with one warm or cold restart and the procedure is completed, it is unlikely that the loss of movement would result in a death or serious injury. This scenario is not likely to cause or contribute to death or serious injury if it were to recur. Based on the investigation results, philips concluded that the complaint is not reportable. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the geometry movements were partly unavailable. No harm to the patient or user was reported. Philips has started an investigation of this complaint.